Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead with stuck stylet was returned. The connector pin with the crimp sleeve were found pulled out of the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The connector cap was intact and in place in the connector assembly. The ptfe coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.

Event description:
During the procedure, upon removing the stylet from the left ventricular (lv lead), it was noted that the stylet had stuck within the lead body.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that upon removing the stylet from the left ventricular (lv) lead, the lead had stuck. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.